Event description:
It was reported that during a stent procedure guiding catheter placement was lost and the stent separated from the delivery system. The stent remained on the guide wire. The stent delivery system was removed and a balloon catheter was advanced over the wire and through the stent. The stent was retrieved, but was lost again, presumably in the periphery. The procedure was completed with a balloon angioplasty. A CT scan was performed, however, the stent could not be located.